Manufacturer narrative:
B3: the event occurred either on august (B)(6) 2025. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml intravia containers had plastic particles inside the bag. This issue was identified during compounding while adding solution/drug to the bag and/or when removing air from bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that a clear particle could be observed inside the bag. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.